Manufacturer narrative:
Estimated event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) parkinson's dual and movement disorders. It was reported the patient experienced rigidity and inability to walk following an ins replacement on (B)(6) 2017. Two days later, the patient¿s ins was interrogated during an emergency deep brain stimulation (dbs) programming visit and the right subthalamic nucleus setting was at 0 volts. Actions included increasing the voltage/adapting the programming on the right lead. The outcome was reported to be resolved without sequelae and the patient recovered mobility. The etiology was described as related to the device/therapy, due to programming, and not related to the implant procedure. The most recent interrogation prior to the event was on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the settings being at 0v was unknown. The clinical diagnosis was updated to immobility from rigidity and immobility. No further complications were reported/anticipated.